Event description:
It was reported that the customer was found unconscious on the ground and the paramedics were called. The customer was taken to the hospital for low blood glucose. The blood glucose reading was 30 mg/dl. Troubleshooting was performed. The alarm history revealed several alarms. Ran a displacement test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.